Event description:
It was reported that customer pump displayed malfunction code and fault ID without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through resetting pump, did not experience recurring malfunction after reset, and was advised to continue using pump and call back if issue recurred, which caller acknowledged and understood.